Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device location of device: outside left fallopian tube'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('spontaneous abortion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue"), migraine ("migraine") and chlamydial infection ("chlamydia"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, fatigue, migraine, weight increased and chlamydial infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, chlamydial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6)2004, (B)(6) 2014 received treatment for uti. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. Injury nos was replaced new events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration, pregnancy, spontaneous abortion, device ineffective, uti, fatigue, migraine, weight gain, chlamydia were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.